Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible 510k number for sapien xt and sapien 3: p130009, and p140031. This report represents the reported five (5) life-threatening bleeding events. Additional details of these events are not available, including source of the bleeding and time of the events. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, there is insufficient information in the article to determine the cause of the reported life-threatening bleeding. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference mfg. Report numbers: 2015691-2018-03175 , 2015691-2018-03178 and 2015691-2018-03181 bibliography: elmously, a. (2018). Aortic angulation does not impact outcomes in self-expandable or balloon-expandable transcatheter aortic valve replacement. Cardiology, 96-102.

Event description:
A single-center study was published in the journal article ¿aortic angulation does not impact outcomes in self-expandable or balloon-expandable transcatheter aortic valve replacement¿. The study was from january 2016 to july 2017, and included 251 consecutive patients who underwent tavr for severe aortic stenosis at this institution and also had a contrast-enhanced mdct available for aortic-angle evaluation. From the total of 251 patients included in the study, 182 patients received a balloon expandable (be) with the edwards sapien xt/sapien 3 valve and 69 patients a self-expanding (se) [non-edwards tavr] valve. In this cohort patients undergoing be and se tavr over a wide range of aortic angles, the authors found no associations between angle and device success or any other clinical metrics. Increased aortic angulation does not adversely affect outcomes in be or se tavr. The following events occurred in the sapien group during the study period: 1 annular rupture, 1 myocardial infarction, 8 new permanent pacemaker (ppm), and 5 major bleed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.